Event description:
The pt was told that the pump was removed; however, an x-ray revealed that the pump was "growing in the pt's spine" since it was left implanted. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).